Event description:
The patient reported that the pump was removed 10 days after implant due to a staph infection. The pump was later replaced. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.